Manufacturer narrative:
(B)(4). The customer returned only the luer hub of the catheter. The rest of the catheter was not returned. Visual inspection of the hub revealed some of the extension line still present inside. The portion of the extension line in the hub appeared rough, similar to when undue force is applied. The rest of the catheter could not be inspected as it was not returned. A DHR review was completed with no relevant findings. The IFU provided with this kit warns the user "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage." The customer description noted "that a confused patient pulled on his PICC" which likely contributed to the defect. The customer complaint of luer hub separation is confirmed through visual inspection of the returned hub. Visual inspection of the hub revealed some of the extension line was still present and appeared rough. This is typically a result of when undue force is applied to the catheter and the customer noted that "a confused patient pulled on his PICC". However, because the rest of the catheter was not returned, this investigation is deemed undetermined. A DHR review was completed with no relevant findings. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that a confused patient pulled on his PICC and PICC came apart. Patient condition is fine, and no intervention was required. PICC was stabilized with securecath device. Actual PICC was discarded.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a confused patient pulled on his PICC and PICC came apart. Patient condition is fine, and no intervention was required. PICC was stabilized with securecath device. Actual PICC was discarded.